Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. It was reported: the implants were initially sized and placed correctly, secured correctly with cement but did loosen slowly over the timeframe and became much more symptomatic recently. The event appears to be a straightforward case of mechanical loosening and subsequent subsidence".